Manufacturer narrative:
(B)(4). The contact¿s phone number was not provided. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that there was a general wear out of the k-wire attachment device. It was further determined that there was failure in the gripping system of the needles. It was further observed that some of the internal components such as the bearings, seals and jaws were worn. It was further determined during the pre-repair diagnostics assessment that the device failed for check test for needle gripper system and for check unintended oscillations. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.